Manufacturer narrative:
The technician found the scale had been zeroed with a patient in the bed, user error. The scale was zeroed by the technician to resolve the issue.

Event description:
The account alleged the bed exit could not be set. No pt impact.